Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the procedure the guide wire was stuck inside of the lead. The lead got dislodged out of the coronary sinus. The lead was explanted and replaced. The patient was stable.